Event description:
Information was received indicating that this ambulatory infusion pump is delivering incorrect volumes of dosage. No adverse effects were reported.

Manufacturer narrative:
Device evaluation summary: one cadd solis hpca pump was returned for analysis in used condition. Visual inspection of the pump found the pump in good physical condition. The review of device history log had no related findings. During the delivery accuracy tests, it was found that the pump to be out of the published specification of +/-6%. Based on the evidence, the compliant was confirmed. The root cause was attributed to expulsor.